Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device's "display not operating" was observed. The evaluation was not specific to the part needing to be replaced to address the issue. Additionally, the log data was not collected. No repair was performed. The unit is not needed for inventory, and it will be scrapped.